Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. During the outgoing functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Review of the patient's download data revealed that prior to passing, on (B)(6) 2019, the patient received an inappropriate treatment from the lifevest. The patient was reportedly in the hospital at the time of passing. At 22:47:49 on (B)(6) 2019, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 100 bpm with amplitude oversensing and double counting. The post-shock rhythm was af at 110 bpm with amplitude oversensing and double counting. Amplitude oversensing and multiple counting contributed to the false detection. The response buttons were not pressed during the event. The lifevest was shutdown at 23:01:00 on (B)(6) 2019. It was reported that the device was removed as the patient was a dnr, and the patient passed away while not wearing the lifevest.